Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with artificial urinary sphincter (aus) procedures and is noted as such in the device instructions for use. Device history record (DHR): review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptom of inflammation was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because he experienced heat around the testicles and skin redness. The patient was diagnosed with inflammation. He underwent a surgical procedure in which his pump was removed. The patient is being treated for reoperation, he remains stable after the procedure. A new pump has not been implanted.

Event description:
It was reported that the patient went to the hospital because he experienced heat around the testicles and skin redness. The patient was diagnosed with inflammation. He underwent a surgical procedure in which his pump was removed. The patient is being treated for reoperation, he remains stable after the procedure. A new pump has not been implanted.

Event description:
It was reported that the patient went to the hospital because he experienced heat around the testicles and skin redness. The patient underwent a surgical procedure in which his pump was removed. The patient is being treated for reoperation, he remains stable after the procedure.